Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent migrated. The 80% stenosed, 18mm in length, moderately calcified target lesion was in the proximal left circumflex (lcx) artery. The lesion was predilated with a 3.5x15mm maverick balloon catheter. The physician attempted to advance a 3.5x20mm taxus liberte drug eluting stent to treat the target lesion but encountered resistance in crossing the lesion and had to apply "excessive force" to the stent delivery system (sds) in order to adequately cross the lesion. There was a "calcuim plate" at the proximal portion of the lesion. The physician inflated the balloon to 9 atmospheres for approximately 8-10 seconds and noticed that the balloon appeared to slowly inflate. The stent dislodged from the sds and embolized to an unknown location inside the patient. A 3.5x20mm liberte bare metal stent was implanted to treat the target lesion. There have been no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context. Product unavailable for analysis